Manufacturer narrative:
The dispatched fse could determine that the device did not start-up in battery mode with mains disconnected. With mains supply established the unit could be put into operation. The battery pack was replaced, the device passed the consecutive tests and could be returned to use. Testing the battery pack in the manufacturer's lab revealed a deep discharge state upon return. The batteries however could be charged normally. A discharging/charging cycle produced an expected result - in reflection of the age of 21 months there was a noticeable difference between the delivered capacity and the later charged one, indicating a certain ageing effect. The device is performing a battery test every 30 days independently to check the status and to adapt the displayed value for residual capacity. If the first test steps fails i.e. If the batteries are not able to provide a certain current for some seconds, the battery test will be aborted and the battery will be software-internally marked as defect. If a mains power outage will then occur a confirmed for the particular case the operation will not be continued on battery supply - the device will switch itself off and alarm for power failure. Dräger defines a replacement interval for the battery pack of 2 years. In individual cases with extreme use conditions it may happen that the batteries reach their end of life earlier. However, post market surveillance data reasonably suggests that this replacement interval can be considered adequate.

Event description:
Please refer to initial MFR. Report.

Manufacturer narrative:
The investigation has just started; results will be provided in a follow up-report.

Event description:
It was reported that the device alarmed during use, the screen became black and the device stopped working. The patient was manually ventilated. There was no patient injury reported.